Manufacturer narrative:
Investigation summary the complaint of false positive results with the certest sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number (B)(6). Both readers were replaced. Multiple reagent cases were opened for these false results. The reagent investigation revealed that there may be an instrument reader issue with pressure plate or alignment. The complaint is confirmed. The root cause is unable to be determined with the information present. No parts or materials were returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. No new risks, or hazards were identified based on this investigation. H3 other text : see h.10.

Event description:
The customer reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. The erroneous results were reported out to physicians. The presumed positive patients were either placed in home isolation for 2 weeks or placed in the same room as other positive patients.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple 510k numbers: k111860; k130470.

Event description:
The customer reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. The erroneous results were reported out to physicians. The presumed positive patients were either placed in home isolation for 2 weeks or placed in the same room as other positive patients.